Manufacturer narrative:
The product was returned for analysis, and showed signs of handling. One haptic was bent in the gusset and distal regions. The other haptic was torn/split/cracked on a post of the lens case. The optic was pressed against two posts of the lens case. While we are unable to determine the origin of the damage, our observation reasonably suggests that it is not manufacturing related. Product history records were reviewed and all documents indicated the product met release criteria. There have been no other complaints reported in the lot. Add'l information was requested 10/11/2007 by mail and fax. A partially completed questionnaire was returned 10/12/2007.

Event description:
A nurse at a user facility reported a capsular bag tear during intraocular lens (iol) implant surgery.